Event description:
(B)(4) study. It was reported that during a coronary artery treatment procedure, side branch occlusion occurred. The target lesion was located in the mid left anterior descending artery with 90% stenosis, a length of 12 mm, and a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.5 x 20 mm promus element stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. Core lab angiography result at baseline noted 10% side branch stenosis in 1st septal branch. Baseline post procedure angiography noted 85% branch percent stenosis.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).